Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2016, product type: lead, ubd: 02-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had come in for reprogramming due to a loss of therapy. An impedance check was done and showed high number throughout the entire lead. The patient was going to schedule an appointment with the surgeon. The surgery was not yet planned and the high impedances had not yet been resolved.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2016: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s surgery hadn¿t been scheduled. The rep reported that the cause of the high impedances was unknown. No further complications were reported.